Manufacturer narrative:
Concomitant medical products: dtba1d4 crtd, implanted: (B)(6) 2018, 5076-58 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.